Manufacturer narrative:
Correcting d10- other supporting device; bf-h290. Correcting h10 - the reported events of noisy image and coating of insertion section peeling was confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d10 and h10 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical/ chemical stress was applied to insertion section during device handling by the use and peeling occurred. In addition, it is likely fluid invaded scope connector during device handling by the user. As a result, abnormality of the electrical component occurred, which led to noisy image. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿. 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ the following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a noisy image, and the object could not be recognized. The issue was found during preparation for use in a diagnostic tracheoscopy procedure. The procedure was completed with a bf-h290 (serial: (B)(6)). There was no delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: there was a noisy image, but the object could be recognized. After replacing the plug unit and (ad) printed circuit board and (if) circuit board, the image was restored to normal. Due to deterioration of the connecting tube, the insertion section squeaked. The coating of the insertion section was peeling off (greater than 1x1 mm2). Due to deformation of the plug unit, the specified resolving power was not obtained. The angle was insufficient. There was water marks and corrosion inside the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.